Manufacturer narrative:
The insulin pump was received with constant watchdog alarms and frozen screen anomalies during boot up due to moisture damage on all electronic assemblies. The pump was unable to perform displacement test due to constant watchdog alarms and frozen screen. The pump was unable to verify keypad unresponsive due to constant watchdog alarms and frozen screen. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was 153 mg/dl. The customer stated that there is a loud pitch sound coming from the pump continuously and he was not able to do anything on the pump. The customer stated that he was not able to enter the time and date on the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.